Event description:
Patient arrived to pacu in stable condition. Rn moved IV fluid and the upper section of the stretcher IV pole detached during normal use, causing it to fall and strike the patient. Noted a lose bolt that allowed the IV pole at top of stretcher snapped off from stretcher - product problem. Mild bleeding noted on patient's head, very small superficial laceration noted. Site cleansed.